Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The lot number is currently unavailable; therefore, the exp date is unavailable. The complaint device was received and evaluated. Visual observation indicates that the tube set still contains some fluid inside of the fill chamber and the tubes. There was fluid inside the section of the tube set that contains the filter. The filter has become wet and this would not allow the pump to regulate the pressure. In the past this has happened potentially because the luer lock connector was not secured properly to the pump. Once the filter gets wet the rollers continue to spin filling the fill chamber and then getting the filter wet. Other than this possibility, we cannot discern a root cause for this failure. This complaint can be confirmed. Further, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during an unspecified surgical procedure, it was observed that water leaked from the irrigation tubeset 24pk visualization column device. There was no surgical delay and the surgeon used another device to complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.